Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-apr-01 information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they are having terrible back pain for 'quite a while' and they can't seem to get any relief with their stimulator. Patient stated their healthcare provider told them to call the manufacturer for direction on programming. Agent asked patient if they had tried increasing their intensities and patient stated yes but, they don't know which program to use. Patient mentioned they have to charge their implant every single day (no allegation of charge frequency issue). Patient was charging their implant during the call and the controller was at 100%. When asked hcp, pt stated it is 'dr. (B)(6)'. Pt stated the next hcp appointment is at the end of april. The issue was not resolved. The patient was provided with the national answering service (nas) number and redirected to their health care provider to further address possible reprogramming. On 2025-may-20 the pt responded to an inquiry for additional information reporting that they were still in a lot of pain. They explained the implanted neurostimulator goes dead in 10 hours, so they were needing to charge 2x a day. The pt reported they use muscle relaxers because they can't get relief from the pain. The pt noted they were going to see the physician assistant in late (B)(6) 2025.